Event description:
It was reported that patient presented in-clinic for routine generator change procedure. Prior to procedure it was found that patient's right ventricular (rv) lead exhibited loss of capture. High capture threshold was previously noted during in clinic follow-up. The lead was capped and replaced on (B)(6) 2022. The patient was stable.